Manufacturer narrative:
The lot history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any patient or further procedural details to date.

Event description:
It was reported that the vascular stent could be partially deployed for 50% in the sfa when the stent could not be further deployed and the guide wire got stuck in the delivery system. Reportedly, the vascular stent delivery system was cut and opened to get access to the guide wire for removing the delivery system from the patient without success. Finally, the vascular stent delivery system could be removed with the guide wire and introducer sheath as one unit. During removal the partially released vascular stent fractured and a part remained in patient. Another introducer sheath, guide wire and delivery system from the same brand and size were used to complete the procedure successfully and to cover the broken stent segment. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed that the stent was being partially released when a force transmitting joint broke in the distal section of the delivery system. Further use of the trigger mechanism after the joint breakage led to exposure of inner components and the reported guide wire passage problem. Additionally, the distal stent end was found to be fractured and not returned as it remains implanted. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels can lead to increased friction and subsequent release force increase. Not performing a pre-dilation may be another contributing factor to the reported event. Also rough handling of the device can lead to the reported event. On the basis of the information available and the evaluation of the sample, a definite root cause for the reported event could not be determined. The IFU states: "examine the stent system for any damage. If it is suspected that the sterility or performance of the stent system has been compromised, the device must not be used." And "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." (B)(4).

Event description:
It was reported that the vascular stent could be partially deployed for 50% in the sfa when the stent could not be further deployed and the guide wire got stuck in the delivery system. Reportedly, the vascular stent delivery system was cut and opened to get access to the guide wire for removing the delivery system from the patient without success. Finally, the vascular stent delivery system could be removed with the guide wire and introducer sheath as one unit. During removal, the partially released vascular stent fractured and a part remained in patient. Another introducer sheath, guide wire and delivery system from the same brand and size were used to complete the procedure successfully and to cover the broken stent segment. There was no reported patient injury.